Event description:
It was reported that the device was used during an unknown procedure. The device cartridge shot out of the device. The cartridge fell into the patient. Unknown how it was retrieved. Unknown how case was completed. Unknown patient consequence. Three additional follow ups have been conducted to obtain additional information.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.